Event description:
On three separate occasions, when the light covers were opened on the sterile field and about to be placed on the light handle, a tear was noticed in one of the gloves. This occurred three times over the course of two weeks.